Event description:
The user facility reported an aorta perforation using the radifocus guidewire m device. Follow up communication with the user facility reported the following information: the liver biopsy resulted in intraperitoneal bleeding; to arrest hemorrhage emergency angiography was performed; however, the patient expired; and it was reported bleeding may have become worse due perforation of the aorta.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. This one reported event is being reported on the following MDR reports: 9681834-2015-00081, 9681834-2015-00082, 9681834-2015-00083 and 9681834-2015-00084. The actual sample was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, the investigation was based on the evaluation of user facility information, and the evaluation of a product sample. Visual inspection did not find any anomalies. Visual inspection of the shaped segment did not reveal any anomalies. Magnifying inspection of the distal end confirmed that the chamfering and rounding processing had been done correctly. Electron microscopic inspection of the distal segment did not find any anomaly. The outside diameter was measured on the distal segment and confirmed to meet manufacturer specifications. A pushing resistance test was performed and confirmed to meet manufacturer specifications. Mobility resistance was performed on the area from the distal end to approximately 700 mm to the proximal. These results were confirmed to be normal and there was no deterioration in lubricity. The kink resistance was determined and confirmed to be normal. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection record. A review of the complaint files were conducted back two years (from may, 2013 to april, 2015) and found no reports of perforation of the aorta. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the samples evaluated were of the normal product. With no return of the actual sample to evaluate, the cause of the reported perforation of the vessel cannot be determined from the available information. The potential for such an event is addressed in the warning section of the instructions-for-use by statements such as the following: manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer